Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the device became stuck inside the patient¿s popliteal artery which required surgical intervention to remove the driveshaft. The target lesion was 90% stenotic and was located in the right at artery which was diffusely diseased. The physician used a 6f introducer sheath from an antegrade approach to access the lesion. He used a csi viperwire guide wire to first cross the lesion and then loaded a csi 1.25 micro crown orbital atherectomy device (oad) onto the guide wire. The physician advanced the crown to the site of lesion to begin treatment. When he attempted to cross the lesion on the first run, the crown seemed to jump back proximally. He also noted that the oad seemed like it was bogging down. He then decided to pull the device back to ensure that everything was functioning properly. The physician encountered difficulty removing the oad from the patient, but was able to remove it. When he examined the driveshaft and crown outside the patient, he discovered tissue of the tip of the oad. An attempt was made to treat the lesion via balloon angioplasty, but the balloon was unable to cross the lesion. He made the decision to perform a test spin outside the patient and determined that the oad was functioning as intended. The oad was reloaded back onto the guide wire and advanced to the treatment site. The physician completed runs in the proximal at artery at low and medium speed. He then completed runs in the mid-at artery at low speed. During the first spin in the distal at artery, the oad locked down on the guide wire. During an attempt to remove the oad, the physician avulsed the right popliteal artery from the origins of the tibioperoneal trunk and at artery. At that time, the saline sheath had separated and the driveshaft remained inside the patient. The patient was immediately transported to the emergency room at north florida regional medical center where a surgical cut-down was performed to remove the driveshaft and repair the avulsed artery. A right popliteal exploration and extraction of the driveshaft were performed. A bypass from the patient¿s popliteal artery to the peroneal artery was performed using the dissected saphenous vein. The patient status remained stable throughout the entire procedure.

Manufacturer narrative:
Device was discarded by the facility. (B)(4).